Manufacturer narrative:
Correction to 6a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, the leadless implantable pulse generator (ipg) system exhibited a deployment difficulty and the ipg dislodged. Once positioned, pressure was applied to create a goose neck. The ipg was deployed half way and the goose neck pressure was released. The ipg was the deployed the rest of the way. The deployment button was retracted completely, but the cone of the deployment tool did not separate from the ipg. The delivery system and the ipg able to separated eventually but the ipg dislodged. This sequence happened two more times. The ipg system was removed, flushed, and the issue could not be repeated on the table. Implantation was attempted one final time. The same phenomenon presented itself, but this time the ipg did not dislodge and was implanted. The tether was cut and the introducer system was successfully removed. No patient complications have been reported as a result of this event.